Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 10-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain / frequent excruciating abdominal pain') and salpingo-oophorectomy unilateral ('left adnexectomy') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced abdominal pain (seriousness criterion medically significant), disturbance in attention ("poor concentration"), mass ("bulky mass on the right "), dizziness ("dizziness"), loss of consciousness ("loss of consciousness"), nausea ("nausea"), headache ("headaches") and memory impairment ("poor memory"). On an unknown date, the patient underwent salpingo-oophorectomy unilateral (seriousness criterion medically significant). At the time of the report, the abdominal pain, disturbance in attention, mass, dizziness, loss of consciousness, nausea, headache, memory impairment and salpingo-oophorectomy unilateral outcome was unknown. The reporter provided no causality assessment for abdominal pain, disturbance in attention, dizziness, headache, loss of consciousness, mass, memory impairment, nausea and salpingo-oophorectomy unilateral with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 10-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain / frequent excruciating abdominal pain') and salpingo-oophorectomy unilateral ('left adnexectomy') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced abdominal pain (seriousness criterion medically significant), disturbance in attention ("poor concentration"), mass ("bulky mass on the right "), dizziness ("dizziness"), loss of consciousness ("loss of consciousness"), nausea ("nausea"), headache ("headaches") and memory impairment ("poor memory"). On an unknown date, the patient underwent salpingo-oophorectomy unilateral (seriousness criterion medically significant). At the time of the report, the abdominal pain, disturbance in attention, mass, dizziness, loss of consciousness, nausea, headache, memory impairment and salpingo-oophorectomy unilateral outcome was unknown. The reporter provided no causality assessment for abdominal pain, disturbance in attention, dizziness, headache, loss of consciousness, mass, memory impairment, nausea and salpingo-oophorectomy unilateral with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.